Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the pt had a hole with leaking, located at the end of the adapter. Pt was given prophylactic antibiotic therapy. According to the customer, catheter was placed in 2006.